Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said patient (pt) said they had their spinal cord stimulator (scs) device removed; details unknown. Pt provided that the ins (but not the leads) were removed on (B)(6).  Pt said the therapy wasn't helping and their pain relief was minimal. In addition the ins was causing problems under patient's skin. Pt said the ins was getting hot and their skin was discolored and they felt like the device was pushing out of their body. Pt said it would hurt them if they hit the device on a chair, and also mentioned they gained weight. Patient said they started to notice the issues about 3 years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the hcp stated the device was explanted on (B)(6) 2024. For cause it was noted "tachy phy/axis". The issue has been resolved. Weight information was not provided.